Manufacturer narrative:
A review of customer provided image was performed by a regulatory post market surveillance analyst. Following additional information was provided : the image did not reveal any visible damage to the instrument tip. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken blade at the base. A piece measuring approximately .3870" x .0695" was found to be broken off and was not returned. Additional observation(s) : the instrument failed energy recognition test when connected to an in-house energy generator. The energy recognition failure of instrument was related to a broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be identified. The procedure was completed with no reported injury.